Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported a two week history of pain at neurostimulator site, with bruising and swelling ¿not last 48 hours.¿ the patient turned the device off on (B)(6) 2014 and medications (i.e., tylenol and perocet) were administered on (B)(6) 2015. It was noted that the patient felt their device shifted under their skin on (B)(6) 2014 and (B)(6) 2015. The event led to an unscheduled clinic or office visit and an entire system explant on (B)(6) 2015; the event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.